Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag motor failed during use. Patient was not injured. Customer reported switching to backup centrimag motor to resolve alarm. Alarm was reported to be m4 alarm and noise was coming from the motor. The customer requested evaluation and repair. No log files were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console (serial number: (B)(6)) was evaluated following the reported event of an m4 alarm; however, it was determined that the console was unrelated to the cause of the reported event. It was revealed that the root cause of the reported event was related to the returned centrimag motor. The motor¿s evaluation is addressed via the motor investigation (see manufacturer report number 3003306248-2024-02749). The reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 21dec2020. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.